Event description:
It was reported that during a carotid intervention procedure, the filter moved. The 70% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. This 190cm filter wire ez was deployed into the target lesion. Following deployment, the physician had difficulties removing the delivery sheath. While removing the sheath it was noted under fluoroscopy that the filter basket was moving. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed the radiopaque distal tip of the protection wire was found shaped into a j hook curve, wavy, and stretched approximately 5mm on its proximal portion. The filter bag was found deployed and in good condition; it met specifications and no anomalies were observed. The protection wire was found inside the retrieval sheath, and it was found curved at approximately 110cm, 132cm and 148cm, when measured from the distal sheath of the retrieval sheath. The delivery sheath was found wavy and kinked at 105cm, when measured from the distal sheath of the delivery sheath. Using a known good wire torquer a sheathing/ unsheathing test was performed with no difficulty. There were no other issues found during the visual and microscopic inspection of the protection wire, delivery sheath and the retrieval sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "in the precautions section, the user is instructed to "ensure that the correct device size is selected." Also, under the warnings section, it states: "ensure that the protection wire is stabilized throughout the procedure. "Failure to stabilize the protection wire could lead to inadvertent movement of the filter, resulting in protection wire entanglement and/or delay in the procedure." (B)(4).

Event description:
It was reported that during a carotid intervention procedure, the filter moved. The 70% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. This 190cm filter wire ez was deployed into the target lesion. Following deployment, the physician had difficulties removing the delivery sheath. While removing the sheath, it was noted under fluoroscopy that the filter basket was moving. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.